Event description:
Left total hip arthroplasty: physician placed a shepards hook retractor into left hip near the anterior portion of the acetabulum for soft tissue retraction. The distal small end of retractor that has a narrow tip had broken in place. The surgeon felt that by retrieving the broken metal tip, the pt would have tissue and bone trauma that could affect surgical outcomes. The surgeon made the decision to leave the small tip embedded in the pt as he believed that this did not pose any medical complication. There was no documented harm to the pt and the hospitalization course did not change because of the event. An op note was documented.